Manufacturer narrative:
Inspection of the download data found that the pod generated an 0x69 alarm, indicating occlusion during runtime (threshold exceeded at end of bolus). Timeouts occurred at the end of runtime in tandem with the occlusion alarm. During fluid path testing, blood was observed inside the soft cannula and in the reservoir. The blood observed in the soft cannula was found to be occluding the fluid path. After clearing the blood blockage from the soft cannula, fluid flowed freely through the complete fluid path. No damages or deficiencies were observed that would contribute to the blood observed. The blood occlusion inside the soft cannula was confirmed to be the cause of the 0x69 occlusion alarm. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone18.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels increased to above 250 mg/dl after approximately 1 to 4 hours of pod wear on the leg. The patient noted that blood glucose did not decrease despite administering a 5-unit correction bolus dose. Approximately 30 minutes later, a pod hazard alarm occurred. No medical intervention was reported. The device was returned for investigation, and a cannula occlusion was identified.